Event description:
It was reported that allegedly the patient's precice nail was not achieving it's length. Prior to the physician revising the nail. The erc3p was used to attempt another lengthening session. Before and after x-rays were taken, and again there was no movement in the nail. The physician then proceeded to remove the implant, and inspected the nail. The fast distractor was then used, and the nail lengthened successfully. The physician re-implanted the original precice nail, and tested it with an erc2p and was successful.